Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken, it could not be confirmed that the device got wet. It was also noted that the upper and lower cases were broken, the side bail covers and side bails were missing, the battery contacts were compressed, and the serial number label was torn. (B)(4).

Event description:
It was reported that the external pulse generator (epg) got wet last night and the caller was sending in for analysis. Therefore, the epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.